Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving an inappropriate shock. The patient has a history of inappropriate shocks despite programming changes. The presenting data identified noise with p-wave and t-wave oversensing. This subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode were surgically abandoned and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room after receiving an inappropriate shock. The patient has a history of inappropriate shocks despite programming changes. The presenting data identified noise with p-wave and t-wave oversensing. This subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode were surgically abandoned and replaced with a transvenous system. No additional adverse patient effects were reported. It was reported that this product was subsequently returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Memory review noted a battery depletion code. The code was triggered due to magnet applications causing a temporary drop in battery voltage which resulted in the unintentional alert. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.